Event description:
It was reported that a patient presented with signal artifact with fracture noted on right ventricular lead. The physician alleged fracture due to potential soft tissue pressure on the lead. The lead was explanted. No adverse patient consequences were reported.